Manufacturer narrative:
Conclusion: based on limited information, including no identification of the relevant lot number, a relationship between the event and (B)(6) could not be determined. Due to lack of information, (B)(6) as a contributing factor cannot be ruled out. Lifecell reports the event in an abundance of caution. Multiple attempts to obtain additional information are being made, including identification of the lot number. Should additional information be reported, a follow up adverse event report will be submitted; otherwise this investigation is concluded.

Event description:
It was reported that the patient underwent an unspecified abdominal procedure with (B)(6) at some time in 2017. The patient now presents with an "abdominal wound in that area with multiple draining sinuses with purulent drainage."